Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left main (lm) artery. The 5.0x8mm nc trek balloon failed to fully deflate. Resistance was met during retraction through the guiding catheter; therefore the balloon catheter, guiding catheter, and introducer sheath were removed as a system. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initially filed medwatch, return device analysis noted the proximal shaft was separated. Follow up with the account reported that when trying to deflate the balloon, the operator broke off the hub as a last resort. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspections were performed. The reported shaft separation and difficult to remove were confirmed. The reported deflation issue was unable to be confirmed due to the shaft separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported deflation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.